Event description:
Poor augmentation was noted. The iab was removed and a second was inserted. On 8/29/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: unk - rpt'd 4/28/97. Pt current status: unk - rpt'd 4/28/97.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.